Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the blood glucose (bg) reached 310 mg/dl. For treatment, the patient changed out the pod and a correction bolus. The pod was worn between 24 and 36 hours on the abdomen. The patient stated they discarded the pod, but the pod was actually returned.